Event description:
Pt discharged home from hospital on trilogy 100 ventilator. Previously pt had been on a bipap machine at night. Pt tried vent in hospital and was on at home for several nights. Pt had a form of muscular dystrophy and severe copd and was trached. Pt used vent during sleep only. Pt's sister called on (B)(6) 2012 and said pt died in his sleep while on the vent that morning. Sister reported ventilator appeared to be working properly and that ventilator alarmed, but pt could not be resuscitated. Reporter not sure if duty to report, since no allegation of malfunction or misuse made but thought better to report. Download of ventilator sd card indicated normal ventilator function and proper alarms. Biomed technician testing of device showed device working properly.